Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the estimated longevity was down to 15% after being implanted for two years. Premature battery depletion was suspected. Boston scientific technical services (ts) reviewed the available data and indicated the device was prematurely depleting. As a result, device replacement was recommended. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and was found that the device had not triggered replacement indicators while implanted. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. Pacing and sensing functions were verified. The cause of battery depletion could not be determined during the analysis.